Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during routine follow-up. Consequently, after 42.3 months, the device was explanted and replaced.